Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1600 mg/dl and a high level of ketones identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem sensor issue; and customer did not have an alternate way of tracking bg levels. Additionally, customer was not treating bg level via bolus as customer was unaware of bg level. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.